Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the catheter was returned. The inner lining of the catheter was visibly peeled out of the catheter. The distal tip was examined under microscopic magnification. A piece of the tip was observed to be detached. The detached piece was not returned for evaluation. No other anomalies were identified. Functional/performance evaluation: functional/performance evaluation not required. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for peeled as the inner lining of the catheter was visibly peeled out of the catheter. The investigation was also confirmed for tip detachment as a piece of the distal tip of the catheter was missing. It is possible that the material separation of the crosser catheter contributed to the tip detachment and peeled inner lining of the sidekick angled tapered support catheter during retraction. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) state: product length selection and procedural notes: when using the tapered sidekick catheter with the crosser catheter 14s or 14p, the crosser catheter can be advanced approximately 15cm from the tip of the sidekick catheter. Resistance is encountered beyond 15cm due to the taper on the crosser catheter aligning with the taper on the sidekick catheter. A taper lock-up marker (single marker on the crosser catheter shaft) is located 127cm from the distal tip for the 146cm crosser catheter and 80cm from the distal tip for the 106cm crosser catheter. The taper lock-up marker is an indicator that the tapers on the catheters are nearing alignment; advance the crosser catheter slowly. Do not continue to advance the crosser catheter if resistance is encountered. Procedural steps: remove product using standard techniques while maintaining guidewire access when use of the product is complete. Warnings: manipulating or torquing a product against resistance may cause damage to the product or vasculature or cause vessel perforation. Never advance, withdraw or torque a catheter which meets resistance. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcific and diffuse stenotic lesion beginning in the sfa and extending to the popliteal tibial artery, upon removal of the support catheter, an alleged nylon like material was identified. It was further reported that the distal tip of the support catheter was identified to be allegedly deformed. Another support and recanalization catheters were reportedly used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavy calcific and diffuse stenotic lesion beginning in the sfa and extending to the popliteal tibial artery, upon removal of the support catheter, an alleged nylon like material was identified. It was further reported that the distal tip of the support catheter was identified to be allegedly damaged. There was no reported patient injury.